Manufacturer narrative:
(B)(4). Date sent: 01/19/2021. Additional information received: the missing staples have involved a dissection of the middle rectum (and not only the upper rectum) and therefore a lower anastomosis which has a slightly higher risk of fistulization and which can also give functional problems (incontinence, in particular with a ileorectal anastomosis). Delay reported : 30-40min. The procedure was maintained with restoration of continuity as planned. No postoperative changes for the patient.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for "the surgeon had to reopen and additional invasive acts? Was there a change in the procedure? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a rectal laparoscopy, the surgeon discovered that the clamp used for anastomosis only stapled in the center and not at the extremities. The surgeon had to reopen the part of the colon that had been stapled with the first device then the clamp for anastomosis was changed to complete the procedure. 30-min delay. Competitive procedure used. Additional invasive acts. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 02/22/2021. D4: batch # u5ck96. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as the hand releases it, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples and cut line may be compromised. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.